Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a power supply board or control board failure. The device is an original equipment manufactured product and omsc did not check the device history record (DHR) because DHR is unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc. An olympus field service engineer (fse) checked the device and found that the reported phenomenon was reproduced and the device was returned to olympus singapore pte ltd (osp) for repair. The evaluation of the device by osp confirmed the following; -the reported phenomenon was reproduced. -after using the device for a short time, the device automatically turned off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure for treatment, the endoscopic image was not displayed on the device and occasionally the power of the device turned off automatically. The user replaced the device to another device and completed the procedure. The device was used with an olympus video system center otv-s190, an olympus light source clv-s190. There was no report of patient injury associated with the event.